Event description:
The customer reported that their t:slim x2 pump battery would not charge and the pump screen was dark and unresponsive. Customer's blood glucose level reached 424 mg/dl. The customer addressed their high blood glucose by using a correction injection via multiple daily injections (mdi). Technical support attempted several troubleshooting steps, including instructions to use different charging cables and wall adapters, but the pump did not start working. Consequently, technical support decided to send the customer a replacement pump with updated software. The customer was instructed on returning the non-functioning pump to tandem and acknowledged the need to set up and connect their continuous glucose monitor (cgm) with the new pump.